Event description:
Revision surgery was performed on (B)(6) 2026 due to shoulder dislocation. Previous surgery occurred on (B)(6) 2023 for a reverse total shoulder arthroplasty, with following components: - smr tt baseplate small-r (pn 1375.15.605), - smr glenoid peg tt small-r #medium (pn 1375.14.652), - connector lar +2mm small-r (pn 1374.15.312), - glenosphere dia40mm (pn 1374.09.121, lot 2213444, sterilization (B)(4)), - finned stem short dia25mm (pn 1304.15.025), - 140° reverse humeral body (pn 1352.15.011). - reverse liner +6mm dia40mm (pn 1365.50.820, lot 22at0wc, sterilization (B)(4)). Around 3 years after previous surgery, patient dislocated. Pre-existing connector, glenosphere, reverse humeral body and liner were removed and replaced with a more lateralized and thick assembly consisting of: - connector lat +4mm (pn 1374.15.314), - glenosphere eccentrical dia 40mm (pn 1376.09.041), - 140° reverse humeral body (pn 1352.15.011), - extension for humeral reverse body (pn 1352.15.001), - reverse liner +6mm dia40mm (pn 1365.50.820). Surgery was completed as intended. Patient is male, date of birth (B)(6) 1953. The event occurred in the united states.

Manufacturer narrative:
Preliminary review of manufacturing records did not identify any pre-existing non-conformity that could have contributed to reported issue. The manufacturer will submit a final report as soon as the investigation is completed.